Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose (bg) excursion associated with pump use. Allegedly, the patient received 41 units one day instead of 14 units basal insulin a day as expected. Reportedly, the patient's bg was 130mg/dl this afternoon ((B)(6) 2014) and that the bg's had been fluctuating between 56mg/dl in the morning to 395mg/dl at night with unspecified ketones and symptoms of dehydration, (dizzy, lightheaded) and nausea. Reportedly, there had been no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. Troubleshooting determined that there were time/date reset issues on (B)(6) 2014 and that and the patient had reset the time/date which was now correct. It was reported that the pump may have synthesized 3 days of records and that puberty may have been a contributing factor to the alleged bg excursion. This complaint is being reported for bg excursions associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.